Event description:
It was reported that during the implant procedure, a ra lead was implanted but the right atrium was quiescent, so no appropriate signal could be obtained. Two lv leads were also attempted but were not placed due to patient anatomy. The physician decided to implant a single chamber pacemaker and the ra and lv leads were explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found, blood in/on helix lobe mechanism. Full lead returned and analyzed. (B)(4) no anomalies found. Full lead returned and analyzed. (B)(4) no anomalies found. Full lead returned and analyzed.